Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a small volume folfusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received at the plant for analysis with approximately 120ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. The luer cap was removed and evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.